Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular (lv) lead, the physician had difficulty placing the lead in the selected vessel. The lead continuously dislodged. The lead was not implanted and an active fixation lead was used. No patient complications have been reported as a result of this event.